Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with pump reset information by technical support, who guided the caller in resetting the pump, after which the malfunction code did not reappear. The customer was advised to continue using the pump and to reach out to technical support if the issue recurred.